Manufacturer narrative:
Analysis of the lead found an external insulation abrasion at 15.6 cm to 15.7 cm from the connector pin and exposing the outer coil, consistent with friction to the device can. The exposed outer coil is consistent with the observation from the field of noise. Further examination did not find fractures on any conduction paths.

Event description:
Related manufacturer reference number: 2938836-2019-17414. It was reported that in (B)(6) 2019, noise was detected on both ventricular lead and atrial lead. The noise was being monitored since then. In november, upon follow-up check, it was determined that lead fracture was the cause due to number of the noise increased. The both leads were explanted. The procedure was completed without any adverse consequences to the patient.